Event description:
On 05/11: customer reports fluoro failed toward the end of a patient cystogram procedure, but no further information was made available by the customer. Customer does state a portable c-arm was brought into the room to complete the procedure. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot the problem to the camera. Fse tried cleaning the target ring and making adjustments but the vidicon tube was bad. Fse replaced and adjusted the camera according to lf syracuse instruction sheet st rev 9702. Fse checked and verified operation of the unit camera and tube to specification. System returned to full service by the customer.